Event description:
A surgeon reports a patient had cataract surgery with an intraocular lens (iol) implant about 1.5 years ago. Following surgery, the patient complained of visual disturbances described as "glittering" and "seeing a cross". A yag laser capsulotomy was performed and pilocarpine administered without relief of symptoms. The iol is positioned correctly and the patient's retina has been examined. The surgeon feels symptoms may be associated with the iol. He is currently considering a corneal topography and lens replacement. Additional information has been requested.

Event description:
Follow-up was conducted with the reporting surgeon. The pt's current va is 20/20. However, glare symptoms persist. The pt sees starbursts when light enters the eye straight on. The surgeon is planning to perform cataract surgery on the fellow eye in 3-6 months. At this time, the surgeon will perform a lens exchange for the affected eye replacing the current lens with a larger one.

Event description:
Additional info was provided by the implanting surgeon. An intraocular lens was successfully implanted in the pt's fellow eye. The pt is currently satisfied with the outcome. The surgeon has decided to leave the complaint lens implanted and plans to perform a corneal topography to identify any corneal irregularities. No further surgical intervention is anticipated at this time.